Event description:
A hemodialysis user facility has reported that during treatment, a bloodline leak occurred. Immediately after initiation of treatment, the leak was visually observed at the connection of the heparin line to the tubing set. Estimated blood loss was 400cc's. A new system was strung and the pt completed their treatment without further issue. Pt has no adverse effects and no medical intervention was required. Sample is available. Ref MFR report 8030665-2013-00486.